Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient could not adjust the therapy higher since his appointment at the clinic yesterday ((b)(6 2025). The patient was experiencing issues with adjusting the therapy, and at the moment, he is unable to walk due to the pain. The manufacturer representative (rep) that was at the appointment was requested to call the patient back. The rep responded that it was done. Additional information was received from a manufacturer representative (rep). It was reported that on (B)(6) 2025, the patient was in the neurosurgical outpatient clinic at the hospital for follow-up. At this time, routine impedance measurement was within the normal range for all 16 contacts. When the patient was back home in the afternoon, the intensity could suddenly no longer be increased via the patient's handheld device and he began to feel pain. He then reported to technical services. The patient then immediately received another follow-up appointment. This took place on (B)(6) 2025. The check of the impedances on 2025-jun-24 at about 12 o'clock showed that contact no. 4 was outside the normal range and should be avoided. This was then no longer used in a reprogramming. The patient then checked the functionality with the handheld controller. It worked again without any problems - intensity could be turned up or down again. The patient has not contacted the rep since then. The healthcare provider (hcp) as the treating physician was informed.